Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the complaint device reduction forceps f/ small fragments awsl (product code: 399.07, lot number: unk) was returned to cq west chester for investigation. The locking mechanism on the forceps was missing the stopper. The stopper must have broken off from the rest of the threaded rod. Also, the forceps tip was deformed and bent due to wear. Document /specification review: the drawings for the item could not be found due to the part being older than 20 years and the lot number was also not available. This part 399.07 was obsoleted in and new parts were released in the year 1996. Hence, the current revision of similar parts(399.97 and 398.950) was reviewed. Dimensional inspection: a dimensional inspection was not performed as the manufactured revision of the drawing was not available for evaluation. Complaint confirmed: complaint can be confirmed based on the available information during physical investigation. Conclusion: the complaint on the reduction forceps was confirmed during investigation. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Lot number information was not available for the device to perform a DHR and the part was determined to be older than 20 years indicating that the mre documents would not be available for the products. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a j&j sales representative. (B)(4). Customer quality investigation: the device was not returned. A photo-investigation was performed on the image provided. Upon inspecting the images provided, it was observed the end cap of the locking mechanism fell off from the threaded spindle, which could have caused the complaint condition. However, the root cause for the complaint condition could not be determined form the provided images. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported that on (B)(6) 2021 during a shoulder stabilization procedure, surgeon used a synthes small fragment set and within the set there were small reduction clamps that he used. The procedure was successful however during a follow up x-ray taken on (B)(6) 2021 the surgeon noticed a foreign body in the shoulder. The patient had a follow up operation done on (B)(6) 2021 to remove the foreign body which looks like a bolt from the reduction clamp in the small fragment set. No further information provided. This report is for one (1) reduction forceps f/ small fragments awsl. This is report 1 of 1 for complaint (B)(4).